Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a (B)(4) healthcare service representative performed a checkout of the system and confirmed the reported events. 1 event was resolved by replaced the suction on/off switch, 1 event resolved by replaced the anesthesia control board (acb). For 1 event, the power management board (pmb) and two backup batteries were replaced to resolve the reported issue.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1012-9620-000 anesthesia gas machine experienced unexpected shutdown. 1 event was reported for an internal fault of the system may shut down." 1 event was reported for a malfunction causing the unit to shut down on its own resulting in a loss of mechanical ventilation. These reports were received from various sources. Of the 2 events, 2 did not involve patients.